Manufacturer narrative:
Additional information: (b) added event details. Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: nurses report seeing alert/error message when infusing pitocin and IV fluids on 2 channels connecting through vascular access that has two maxzero connector ports. Nurses aware of changing pressure setting from pump mode to selectable mode. Pitocin infusing at low flow rates, either 1 or 2 ml/hr and this is when they notice occlusion alert. Provided information that pump mode lowers pressure threshold to 50mmhg for infusions at 1ml/hr or less.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following: it was reported by the customer that infusing at low flow rates, either 1 or 2 ml/hr and this is when they notice occlusion alert.